Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reports that she was experiencing lost sensor and was not able to find. Customer states she was hospitalized due to having cardiac stent surgery. Customer states when she arrived home from the hospital she was able to find sensor and sensor worked fine. Customer's blood glucose at the time of event was 42 mg/dl. Customer states low blood glucose may have been due to eating lunch and dinner close together and overcompensating with three bolus deliveries, but customer does not believe it was due to the insulin pump. Customer was advised that lost sensor may have been due to hospital equipments. No further information provided.